Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient was "having problems with her pump". About 3 months ago, the patient started not getting any pain relief from her pump. There were no volume discrepancies at refill visits. The most recent refill was yesterday ((B)(6) 2013). The patient¿s next appointment was the "14th". The pump was delivering morphine and another drug. Additional information has been requested, but it was not available as of the date of this report.